Event description:
The recent download from a female pt revealed several "battery charger fault" flags. Lifecor customer support called pt and exchanged battery pack.

Manufacturer narrative:
Device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement battery pack.